Event description:
It was reported that during an unspecified procedure, stent damage occurred. The physician experienced difficulty advancing the liberte' monorail stent delivery system across the lesion. Upon removal, it was noted that the stent was damaged. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported.